Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were unremarkable. It was reported that after the stent grafts were implanted and ballooned with a coda balloon, there was a type IV endoleak present. 12000 units of heparin were used during the procedure which was completed in 35 minutes. No intervention was performed. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine. A review of angiogram movie at implant show a likely type IV endoleak, in a relatively straight section of the stent graft, on the patient left side near the flow divider.